Event description:
It was reported that the procedure was to treat a mild to moderately calcified left anterior descending artery. The ht balanced middleweight universal ii guide wire met resistance with an unspecified guiding catheter when attempting to advance. The tip of the guide wire was observed to be stretched; however, the core remained intact. Another unspecified device was used to complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. Additional information noted that the distal solder tip was separated from the distal end of the coils and distal end of the shaping ribbon during the procedure. The separated portion was removed with the guiding catheter as it remained in the guiding catheter. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported stretched coils were not confirmed. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Analysis of the returned wire confirmed the outer diameter was within specification. Bends were noted on the shaping ribbon, likely due to tip shaping. Other factors that may contribute to difficulty advancing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter. In this case, it is unknow what may have contributed to the difficulty during advancement. Additionally, it was reported that the tip coils stretched and a separation occurred. Analysis of the wire was unable to confirm stretched coils. The separation was confirmed as a solder tip separation. In this case, it is possible that manipulation of the wire, when resistance was encountered, contributed to the separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.